Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a patient, it was difficult to inflate the cuff.

Manufacturer narrative:
Evaluation summary: the sample was received for analysis and the reported issue was confirmed. A corrective action was previously opened to address air restriction issues. The lot number for this device was not provide, so medtronic is unable to determine if the reported device was manufactured prior to the corrective action. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a patient, it was difficult to inflate the cuff. There was no patient involvement.